Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the tunnel pressure varied from full pressure to no pressure. The customer questioned the btt port functionality. The user worked through the issue to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25155737 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 03/10/2021. An investigation was conducted on 03/16/2021. A visual inspection was conducted. The harvesting device, cannula and btt was returned for evaluation. Signs of clinical use and evidence of blood was observed on the harvesting device, cannula, as well as on the btt. No visual defects were observed on the harvesting device or the cannula. There were no visual defects observed on the btt. A mechanical evaluation was conducted on the btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the tunnel pressure varied from full pressure to no pressure. The customer questioned the btt port functionality. The user worked through the issue to complete the procedure. The hospital did not report any patient effects.